Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information: it was reported that a patient underwent a laparoscopic incisional hernia repair procedure on (B)(6) 2012 and mesh was implanted. The patient was diagnosed with a recurrent hernia on (B)(6) 2013. The patient underwent a second hernia repair procedure on (B)(6) 2013. The surgeon reported that the mesh invaginated into the hernia defect causing it to stretch and became new hernia sac. The patient also had dense adhesions around the bowel and into the mesh on the abdominal side. The defect was repaired with a parietex progrip.

Event description:
It was reported that a patient underwent a laparoscopic incisional hernia repair procedure in (B)(6) 2012 and mesh was implanted. The patient began experiencing unknown symptoms on an unknown date. The patient underwent a second hernia repair procedure on (B)(6) 2013. The surgeon reported that the mesh was weak and pulled into the original defect. The patient also had dense adhesions around the mesh. Additional information was requested.